Event description:
The customer called to report high blood glucose levels and no delivery alarms. The customer stated that she was in the hospital due to sinus surgery, but she also experienced high blood glucose levels during that time. The customer stated that she wants the insulin pump replaced. The customer stated that she bolused for a blood glucose of 240 mg/dl, but her blood glucose continued to elevate. The customer stated she took off the insulin pump, and delivered 10 units of insulin, and nothing came out. The customer stated that she just wants the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.